Manufacturer narrative:
The investigation conducted by field service engineering confirmed that the endoscopic camera manipulator (ecm) cannula mount was defective. The ecm cannula mount is designed to hold the ecm cannula securely in place. The system was repaired by replacing the affected cannula mount. As of april 8, 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while beginning a da vinci s surgical procedure, when docking the endoscopic camera manipulator (ecm) arm, the site was unable to lock or physically hold the ecm cannula mount in place. The patient was under anesthesia and the port placements were made when the surgeon made the decision to abort and reschedule the planned surgical procedure for a later date. No patient harm was reported.